Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred two weeks after bilateral laser clear lens extraction and intraocular lens implantation. Additional information about this event was requested but has not been received.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a product evaluation could not be conducted. Due to the unknown lot number the device history records could not be reviewed. Based on current information the root cause of the event could not be conclusively determined.